Event description:
Customer reported had an episode of seizure and lost of consciousness due to being unable to test with his meter. Customer also reported calling paramedics for assistant and no treatment was given. Customer reported he went to his doctor's office afterward. The course of treatment at his doctor's office is unknown. An investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.